Event description:
It was reported that when using the bd pyxis¿ medbank tower medication could not be dispensed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication from the cabinet. A technical support specialist (tss) remoted in and found that the medication order for the patient was still in requested status. Further the tss checked on the cr site and confirmed that the order had been received on their end. The tss informed the customer that user would need to wait until the pharmacy approve the order before issuing the medication. The system functioned as intended after the technical support specialist verified the device.